Manufacturer narrative:
The insulin pump was received unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage and the test reservoir does not stay locked into place due to reservoir tube lip damage. However, all operating currents tested within the specification range and passed off no power test. The insulin pump passed rewind test, prime test, excessive no delivery test, self-test and unexpected restart error test. The insulin pump had broken reservoir tube lip, missing reservoir tube lip o-ring, cracked battery tube thread and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was damaged at the reservoir compartment. The customer's blood glucose level at the time of incident was 468mg/dl. It was reported that the reservoir would come out. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.